Event description:
It was reported that a pediatric patient with scoliosis underwent an anterior fusion at t11-l3. An x-ray taken immediately post-op after incision closure showed that one of the set screws had not broken off. The surgeon re-opened the incision and broke it off. The procedure was completed successfully and no other patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k). These parts are not approved for use in the united states; however, the catalog # 8590855 and 510k # k981676 of a 'like device' was cleared in the united states.